Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported since she began using the infusion sets, her blood glucose has become elevated on several occasions. Pt stated once it was over 500 mg/dl, and then once the insulin was coming out onto the infusion set adhesive instead of going into her body when she programmed a bolus. Pt's normal blood glucose is 130-150 mg/dl. Pt uses the insertion assist plus device. Pt reported when she first started using the insertion assist plus device, she would put the infusion headset into the device and pulled back, but the needle was not coming down. Pt reported this occurred a few times at first. Pt stated only one time, she programmed a bolus and the insulin sent out onto the adhesive instead of into her. Pt stated the infusion set cannula may have come loose, but she took it off and saw that the cannula was sideways and thought she had bent it when she pulled it out of her skin. Pt reported the adhesive was wet. Pt stated there were a couple of other times when she noticed the infusion set cannula was bent when she removed it due to having an elevated blood glucose and they were bent by the adhesive. Pt reported she will change the infusion set if her blood glucose is over 300-400 mg/dl. Pt stated she normally just pulls the infusion set out and throws it away and has not really looked closely at them. Pt reported on (B)(6) 2011 her blood glucose went up to 423 mg/dl so she changed everything, the entire infusion set including the infusion tubing and the infusion site and then took a correction bolus. Pt stated one hour later. Her glucose was 523 mg/dl, she changed the infusion site again and gave another correction bolus and within 2 hours her glucose was back into normal range. Pt reported her blood glucose usually would start increasing very soon after changing the infusion site. Pt had discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product returned was requested.